Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the managing healthcare provider wants the patient to do pelvic floor strengthening as they were still having urinary/fecal incontinence. It was stated that the records show the ins did help the patient some; their symptoms got better, and then ¿it stopped working.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient went to doctor and she used equipment to tell patient that only 4 out of 10 leads were working. The patient was helped to change program that work better but not as good as before.

Event description:
The consumer reported experiencing a loss or change of therapy starting a couple of months ago. It was stated their therapy wasn't working as well as it was at the beginning. It was stated a motor vehicle accident was reported that could be related to the issue. The consumer indicated they were in a car accident last week where they were rear ended and didn't think they were hurt. It was noted they were at about 2.2v. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.